Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she called a couple of days ago and she continues to have high blood glucose. Customer stated that her blood glucose was 259 mg/dl this morning. In a previous call, she gave herself insulin but her blood glucose would only go down with a syringe. Customer's blood glucose was running between 300-500 mg/dl. Customer stated that the syringe works but the pump does not. Customer mentioned that 3 weeks ago she had an ankle replacement and thought her high blood glucose was related to the pain. Customer stated that she it looks like the issue occurs when the blood glucose is elevated. Customer ran a basal rate for 12 hours but it was still high. Customer's current blood glucose is 475 mg/dl. Customer reported having high blood glucose symptoms of nausea and fatigue. Customer reported that she contacted her health care provider regarding her high blood glucose. Customer performed the high pressure test and the pump passed.